Event description:
It has been reported to philips that the wi-fi indicator on the wireless footswitch was red and the communication with the base station was lost. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, this complaint was originally thought to be a wireless footswitch connection issue detailed in fsca 2021-igt-bst-020. A philips service engineer inspected the system onsite and concluded that the loss of imaging was not coming from the wireless footswitch but from mechanical damage to the x-ray tube which prevented the system from generating x-ray. The philips service engineer replaced the x-ray tube and returned the system to use.